Manufacturer narrative:
Medtronic received the following information from the journal article entitled; long-term outcomes of thoracic endovascular aortic repair focused on bird beak and oversizing in blunt traumatic thoracic aortic injury. Marvin ernesto garcia reyes, gabriela goncalves martins, valentin fernandez valenzuela, jose manuel dominguez, jordi maeso lebrun and sergi bellmunt montoya. Doi.org/10.1016/j.avsg.2018.02.001. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts were implanted in patients for the thoracic endovascular repair of blunt traumatic aortic injury between october 1999 and january 2015. The following adverse events were reported: malfunction: occlusion (within stent graft) and malapposition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.